Event description:
It was initially reported that the patient was having an increase in seizures, but the level is unknown in relation to pre-vns. It was indicated that the generator was replaced due to battery depletion, but it is unclear if this is the cause of the patient's recent increase in seizures. Searched in-house programming database for battery life calculation. Information only indicated programming history for 2001-2002. Calculation resulted in 4.06 years until eri=yes. Good faith attempts to obtain additional information have been unsuccessful to date.